Event description:
In 2007, the lay user/patient contacted lifescan alleging that her one touch ultra meter was reading inaccurately high compared to another device. This complaint is classified based on the customer service representative (csr) documentation. The reported issue first began in 2007, (unspecified time). The patient reported a blood glucose result of "155 mg/dl" on her meter and a "146 mg/dl" on another one touch ultra meter, which were obtained within less than 10 minutes of each other. The csr noted that the reported meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. Based on statistical methodology, the calculated difference of the results meet lifescan's criteria. After the issue began, the patient took her usual diabetes medications (500 mg metformin) and reportedly developed symptoms of feeling a "little shaky" after taking her medication. She also tested on a backup meter and got "147 mg/dl" but the date/time of the result was not specified. No other medical intervention was reported. The complaint is being reported because the patient allegedly developed symptoms after taking her usual medication as a result of the reported issue. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.